Event description:
#Medwatcher #(B)(4). I will try to make this as short as possible.. I had essure placed in 2010 after having 5 children. I was (B)(6) years old and decided I was done. So my doctor recommended essure as it was a easy procedure with almost no pain and I wouldn't have to be put to sleep ( both lies). When I made it home, the pain was so bad I felt like I did when I was in labor. When I called the doctor they told me to use a heating pad, which was a joke in its self. The pain lasted for three days.. It was unbearable. I was happy when it was finally over. Then came the nausea (that I still have almost daily 5 years later) and the head aches. Body pain, upper and lower back pain. At (B)(6) years old I could hardly stand or play with my children because the pain in my back was and still is too much for me. And forget about doctors helping with pain management when you're under 40 because if they can't see it then you must be lying or just trying to get pain meds. Sad but true. Other things I have include heavy periods with huge blood clots that last sometimes two weeks, pain during sex, brain fog, extream anxiety, mood swings, depression, hair loss and tooth loss. Now the other kicker. 8 months after I had the procedure I went to the doctor because the nausea became too much and he asked if I could be pregnant and I said no. I had essure done in (B)(6). He asked me to do a test anyway to be safe. When he came back in the room a little later and said your pregnancy test was positive. I looked at him and waited for him to say just kidding. Instead he said I need to send you for ultrasound right away. Because of the essure the baby is probably in your tube. I was scared because I had had an ectopic rupture before and only have one tube. As it turns out the baby was in the uterus. She is now almost (B)(6). But the pregnancy was scary because no one knew what could happen with the essure in place. I delivered 6 weeks early and while in labor my placenta ruptured and she got blood in her lungs and had to stay in the nicu for two weeks. Was essure to blame?? Who knows. When I went back after I had to her to have the dye test to make sure the coil was still in place they said it was and no one knew how it happened. It must have been a fluke right?? Wrong. On (B)(6) 2015 three years later. I had a son by c-section. I had placenta previa and he too was born early. I honestly don't know if essure had anything to do with my pregnancy issues with either child but I do know neither of them should have happened. I love them both very much. But I chose to stop at 5 children. Now after seven my tube has been tied the right way and I can finally say I'm done. Please ladies if you are offered essure refuse!! It has ruined many lives. Thanks for reading.